Event description:
The patient presented to the emergency room after receiving several shocks from the device. The healthcare professional believes supraventricular tachycardia (svt) episodes were observed resulting in anti-tachycardia pacing and high voltage therapy. High voltage therapy was turned off and the patient was admitted to the intensive care unit and passed away. Abbott technical support reviewed the egms available and found high voltage therapy was not delivered on svts, but did when the diagnosis changed to ventricular tachycardia (vt) where shocks were delivered. The delivered therapies were successful; however, the fast rhythm either started again or spontaneously terminated, which may be consistent with the patient having a ventricular tachycardia storm. Abbott technical support suspected no malfunction of the device, as the record review noted it behaved according to the programmed settings.

Manufacturer narrative:
The reported event of several shocks were confirmed. A patient death was also reported. The device was not returned for analysis; however, session records were provided for review by technical services. Analysis of the session records indicated that the device was behaving according to programmed settings. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.